Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system was exhibiting shocking impedance measurements greater than 200 ohms which had increased from 64 ohms at implant. Additionally, there was inappropriate mode switches showing noise on the atrial channel and the shock channel. A boston scientific technical services consultant discussed the issues with the caller and recommended further evaluation. No adverse patient effects were reported.